Manufacturer narrative:
H6: corrected information: initially, this was reported as a thrombus in error. It should have been reported as an outflow graft twist. Manufacturer's device analysis: no product was returned for evaluation. The reported event could not be confirmed. The patient remains ongoing on lvad support. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed. The physician reported the patient had presented with low flow alarms on 10aug2017. A CT scan showed a reduction of the inside diameter of the sealed outflow graft underneath the bend relief. The patient was taken to the operating room and fibrin-like material was observed between the graft and the bend relief. The bend relief and tissue were removed and the reported low flow issue resolved. The patient reportedly recovered well following the procedure. The patient remains ongoing on vad support. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 29mar2016. The surgical procedures section of heartmate 3 lvas instructions for use (IFU) contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Lvad flow obstruction is listed as a potential risk/adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H9 - z-1774-2018, fa-q124-hf-1. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. No product was returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to low flow alarms. A reduced average flow was observed. A CT scan showed a reduction of the inside diameter of the outflow graft underneath the bend relief. The patient went back into or and a fibrin formation was found underneath the bend relief that compressed the lumen of the outflow graft. After removing the tissue, the issue was solved and the patient recovered well after the procedure. The bend relief was removed. No additional information was provided.